Manufacturer narrative:
Cold restart resolved issue; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was unavailable due to a host-side startup error on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.